Manufacturer narrative:
Additional information received from the customer.

Event description:
Additional information was received from the customer: the problem was first noticed during the procedure at the beginning upon hook up. The procedure was a therapeutic ureteroscopy, which was completed with a different camera which caused a delay of approximately 10 min to retrieve the equipment while the patient was under general anesthesia. There were no other devices replaced during the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image is likely from the user using a non-olympus cable. The specific root cause of the could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was no image with the subject device. It is unknown when this was identified. A request for additional information is in progress. No response at this time.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the reported issue of no image. However, the subject device had a non-olympus cable attached. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.